Event description:
Boston scientific received information that when implanting this device and connecting the device to the right ventricular lead out of range shocking impedances were displayed. A new device was implanted with a new lead. This device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that this device was explanted and returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance measurements in the lab show normal impedance readings. The device was not the cause of the out of range measurements in the field.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.